Event description:
It was reported that high impedances had been measured during implantable neurostimulator (ins) implant. It was unclear if a new battery was being put in or a new lead or both. Details of impedances are unknown. After repeated high impedance readings the physician concluded the lead might have been damaged and placed a new one. The impedance readings were still high, so the physician concluded that the battery was the problem and requested to open another battery. Impedance readings were normal with the new battery. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Product ID, 3889-28 lot# v125944, product type lead product ID, 3037 lot# serial# (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
The manufacturing site ID was previously reported as #3004209178. Additional review indicates the correct manufacturing site ID is #3007566237.